Event description:
On (B)(6) 2015, leica confirmed a complaint that tissue specimens were not able to be re-collected due to sub-optimal processing. Due to this site being a (B)(4) hospital, leica was not provided security clearance to access the instrument to obtain instrument logs and confirm the tissue status until september. Several attempts were made by leica personnel to contact the complainant; however, access was only recently provided. Patient information was requested but not provided, to date. Leica will submit a follow up report if additional patient information is provided. The leica manufacturer's investigation concluded that the root cause for sub-optimal tissue processing was a user error and involved failure by the user to complete the manual reagent replacement process in accordance with the manufacturer instructions outlined in the instrument user manual. This event was initially reported by the leica manufacturer on MDR # 8020030-2015-00066 and subsequent follow up report #01.